Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-feb-2026, a sales representative reported via phone that an ar-8925t syndesmosis tightrope failed during a procedure. This occurred during an ankle fracture on (B)(6) 2026; the medial button sutures appear to be frayed. This was discovered upon closing the patient. The surgeon decided to remove the device. This delayed the case approximately 10 minutes, and it is unknown if additional anesthesia was administered. The case was completed using another ar-8925t syndesmosis tightrope. There was no harm to the patient.